Event description:
It was reported the pt was implanted on (B) (6) 2009 and saw early replacement indicator (eri) message. Longevity calculations were performed to estimate device battery life of end of service in 2 months. Setting info was: 2 programs both at 7.5v, 340pw, and 130 rate with 24 hrs usage. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4).